Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range pacing impedance measurement greater than 2,000 ohms resulting in activation of the lead safety switch (lss) to unipolar configuration. Technical services (ts) recommended further review to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.